Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that stent damage occurred. Vascular access has obtained via the femoral artery. The 90% stenosed, 3.5mm x 16mm, eccentric, de novo target lesion with a bend of less than equal to 45 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 16mm x 3.50mm rebel coronary stent was advanced but failed to cross the lesion. However, the device was removed and found the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.